Manufacturer narrative:
D2b pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 14167491. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 14167491. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained.